Event description:
It was reported that during use of the bd vacutainer® esr blood collection tubes had an issue with low draw. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has low draw issue.

Manufacturer narrative:
Correction: g.1. Manufacturing location: becton, dickinson & co. (Broken bow). H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® esr blood collection tubes had an issue with low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube has low draw issue.